Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. It was reported that the patient did not experience a fever or abdominal pain. The cause of the event was not reported. Subsequently thirteen days later, cloudy pd effluent was again observed with no fever or abdominal pain. Eighteen days after the initial onset of the cloudy pd effluent, the patient began treatment for the event with cefazolin and fortum (doses, frequencies and routes were not reported). Eight days later, the patient was hospitalized for the event. On an unreported date in the same year as hospitalization, the patient¿s pd catheter was removed, pd therapy was discontinued and the patient was changed to hemodialysis (hd) therapy because the condition of the patient was ongoing. At the time of this report, the patient remained hospitalized, the peritonitis was not resolved and the patient was not recovered from the event. No additional information is available.